Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. Eval summary: the analysis results showed that one device was returned in good visual condition; however, when disassembled, it was noted that the inside cartridge weld was not conforming not allowing the staples to properly advance. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported by the affiliate that after an unk procedure, the device did not work. No pt consequence reported.